Event description:
Additional information received noted that the patient presented remotely via merlin.net. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It reported that the patient presented with an implantable cardiac monitor that exhibited under-sensing. No intervention was performed. Patient status was not reported.